Event description:
It was reported that the patient presented for a generator change. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance. The lead was capped and replaced during procedure on (B)(6) 2022. The patient was stable.